Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (used for a day, route and frequency not reported) cefazolin (1600mg, per day and route not reported) and bactrim forte with posology (12/12 hrs, discontinued, route, dose and frequency not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.